Event description:
The valve was implanted and set to a pressure of 110 mmh2o on (B)(6) 2022. After a week, the valve had to be reprogrammed to 150 mmh2o, and the patient showed significant improvements. About a year later, the patient returned with the hydrocephalus symptoms. The valve was reprogrammed to a pressure of 200 mmh2o, he improved slightly, but after a few months he complained of the same symptoms again. The doctor re-programmed it to a pressure of 150 mmh2o, but after two days, following x-ray images, the pressure of the valve is not the same. New operation has been programmed to replace the valve with polaris valve. During the revision surgery, a build-up of fat was found at the tip of the peritoneal catheter.